Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the unable to acquire images, low disk space error. Review of the log file showed disk (bay) error. Upon functional testing fse found that the cause of the issue was due to bad contacts in the hdd bay. To resolve the issue fse replaced ippc, 3 hdd's, reloaded software and re-created image database. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the there was an error on the system of "free space low, please delete exams", "unable to acquire images, image disk problems". There was no reported patient or user harm. Philips has started an investigation of this complaint.